Manufacturer narrative:
Intermittent button response on the act button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive except for the bolus button. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 343 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.